Event description:
Prior to using a precise stent delivery system, it was reported that there was a crack found at the distal tip of the delivery system after opening the package. There was no damage noted with the packaging or device prior to opening the package. The product was stored and handled correctly. The crack was noticed when the device was removed from the packaging. There was no patient involvement as the device was not used in the patient.

Manufacturer narrative:
Prior to using a precise stent delivery system, it was reported that after opening the package, a crack was found at the distal tip of the delivery system. There was no damage noted with the packaging or device prior to opening the package. The product was stored and handled correctly. There was no patient involvement as the device was not used in the patient. The product was received for evaluation and testing and preliminary analysis states that the stent was protruding from the shaft 1cm. One non-sterile precise pro rx ous carotid system, 6f, 10mm x 40mm, 135 cm was received coiled inside a plastic bag. Unit was received partially deployed (1cm). Brite tip was split. Outer member was wrinkled at 8cm from ID band. No other discrepancies were found. During microscopic analysis could be observed that brite tip was damaged (split). According to procedure the functional test (stent deployment) was performed without any problem. Sem results showed that the body external surface presented evidence of elongation at the surroundings of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics; however this could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the "outer member wrinkled" condition found could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. The failure reported ¿catheter tip - separated-in patient¿ by the customer was confirmed; the cause of the failure was not conclusively determined. The failure does not appear to be manufacturing related due to the results of sem analysis. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. During manufacturing process there is a control to detect this kind of issue. Therefore no actions were taken. The failure ¿sds -deployment difficulty-premature deployment¿ reported by the customer was confirmed. The cause of this condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging process to detect these kind of issue. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. With the information available it is not possible to draw a clinical conclusion between the device and the reported event. Per the analysis descriptions the catheter was subjected to stretching/pulling forces suggesting that handling and procedural factors may have been responsible for the devices condition.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product was received for evaluation and testing and preliminary analysis states that the stent was protruding from the shaft 1cm. Multiple attempts to gather additional information have been made to the affiliate, but have been unsuccessful.